Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the occurrence of the field reported issue was confirmed. No abnormalities or warning messages were reproduced during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
It was reported that during an ablation procedure a ¿check grounding pad¿ error was received. System diagnostics recorded high impedances of 400-500 ohms when desired temperature was established. Multiple attempts were unsuccessful and the procedure was aborted.